Manufacturer narrative:
(B)(4).

Event description:
I am getting a "transmitter failed" or "transmitter error", "transmitter alert."

Manufacturer narrative:
(B)(4).

Event description:
I am getting a "transmitter failed" or "transmitter error", "transmitter alert."